Event description:
It was reported that the patient presented for implant procedure. Upon closure of the pacemaker pocket, it was noted that the right atrial (ra) lead had a loss of capture along with unacceptable impedance, threshold, and sensing measurements. The unacceptable parameters were confirmed via patient system analyzer as well. The physician realized there was a break in lead insulation due to the suture sleeve being too tight causing the noted unacceptable parameters. Therefore, they elected to explant and replace the original ra lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 - should have additional surgery for health effect - impact code rather than prolonged surgery and should include device sensing problem for medical device problem codes. Correction: b1 should have included product problem.

Manufacturer narrative:
The reported events of loss of capture, low lead impedance, insulation damage, threshold and sensing issues were confirmed. As received, a complete lead was returned in one piece. Visual examination found the inner and outer insulations were damage and the outer and inner coils to be bent at the suture sleeve tie region, noted at 15.5 and 16.0 cm from the connector pin. Additional outer insulation damage was found at 17.2 and 17.7cm from the connector pin. The cause of the reported events was isolated to inner insulation damage due to over-tied suture